Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed. The manufacturing records for top assembly batch 8613828 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. There are no similar complaints of this nature related to this batch number.

Event description:
It was reported that during an unspecified procedure involving an unknown lesion, the shaft of the quantum maverick monorail catheter broke during withdrawal. Additional information has been requested.